Manufacturer narrative:
(B)(4): the device was not returned, therefore, a technical analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous right superficial femoral artery (sfa). A non-bsc stent was implanted in the right sfa and the 7mm x 60mm x 135cm sterling balloon catheter was advanced to post-dilate the stent. The sterling balloon was inflated once to 10 atms and when it was inflated the second time to 10atms, the sterling balloon ruptured. Another sterling balloon catheter was used to completed the procedure. No patient complications were reported and the patient's status is good.